Manufacturer narrative:
This is the same event as 3010536692-2016-00520 & 3010536692-2016-00521. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to dislocation / subluxation ans component mal-alignment (left) age at primary: (B)(6). Primary asa: p2 - mild disease not incapacitating. Revision (B)(6).